Event description:
The patient reported that the patient alert tones were sounding. Follow-up did not yield any additional relevant information regarding this event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4).